Event description:
It was reported that the ventilator's support arm was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the support arm mounted on servo-I ventilator was found defective. There was no patient harm reported. The problem was confirmed in the provided problem description and service report. The issue has been resolved by replacement of the defective support arm and the device was delivered to the user in working condition. If the support arm will be broken, it may lead to stop of ventilation (extubation) or injury. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).